Event description:
It was reported that one week post implant the patient developed new chest pain and proceeded to the emergency department for evaluation. It was noted that there was elevated threshold on the right ventricular (rv) lead. An echocardiogram was then performed and a small pericardial effusion was seen and a rv perforation was suspected. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-implanted: (B)(6) 2014. (B)(4).